Event description:
It was reported that the device had auxiliary control unit (acu) watch dog failure and audible alarm power on self-test. Nurses were using the unit at the time, and it was unclear if there was a delay in treatment. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 8/30/2024. One device was returned for repair in good condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history found acu watchdog error. Unable to duplicate primary problem but confirmed in alarm history. The best course of action to correct the issue was to replace the main board and recalibrate the system. The pump passed all performance verification testing confirming the pumps functionality.